Event description:
It was reported there was a loss of therapeutic effect. The patient was on program 1 which had worked best for them until a few months prior. All of a sudden the program was not working at all. The patient was feeling the stimulation slightly and they had increased the amplitude until it was maxed out. The patient had not fallen and had not had any trauma. Patient was on program 4 at 4.1 at the time of the report. Stimulation was verified as on. The reporter had been "playing" with the programs and knew how to do it. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3889-28, lot# v794133, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).